Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Evaluation conclusions - based on the complaint history, it was determined that most likely the root cause of this event was due to surgeon technique. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic. The surgeon noticed a tear in the capsule bag after the lens was inserted. The surgeon felt there was no problem with the lens, the tear happened during the phaco stage and was not due to the lens. The lens was removed and the surgeon used a collamer lens instead. A suture was used to close the wound. No lens malfunction. This facility does not use staar phaco equipment.